Event description:
The subject home monitor was replaced, reportedly because there was a communication issue and it could not be repaired.

Event description:
The subject home monitor was replaced, reportedly because there was a communication issue and it could not be repaired.